Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive when pressing on the abc option in the transmitter ID menu. There was no adverse impact to customer's blood glucose. During troubleshooting with tandem technical support, the issue was resolved.